Manufacturer narrative:
Manufacturer reference number: (B)(4). Baxter received but was not able to evaluate the device. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. It was also reported that there was no patient injury.